Manufacturer narrative:
Concomitant product(s) : product ID: 3889-28, lot# va0qdwk, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had an allergic reaction post-operation, possibly to the closure sutures. The patient experienced redness, swelling, drainage from the incision site, papular itchy rash across the buttocks, low back, and bilateral arms, as well as a papular rash around both incisions. The patient was treated with antibiotic ointment, triamcinolone, atarax, benadryl, doxycycline, and clobetasol. Etiology was noted as surgery/anesthesia. The event was ongoing. Indication for use was reported as gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.